Event description:
It was reported to philips that the system displayed a geometry restarting message and was unable to move on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the software and returned the device to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))